Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: necrosis, wound dehiscence and infection.

Event description:
Healthcare professional reported via nbir, right side infection, skin necrosis and wound problems. The device has been explanted.